Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed. A nonconformance was noted, however, this issue was resolved by a re-work, re-pack and re-sterilization per our procedures. No other anomalies were noted. The DHR anomaly is not related to the alleged device failure. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's percutaneous leads were being replaced with a paddle lead (see MFR #1627487-2011-0988 and MFR #1627487-2011-0989). During implant of the paddle lead, the doctor encountered some kind of blockage which pushed the lead to either the far right or far left of the epidural space. The doctor thought that the right-sided placement covered more of the midline, so he left the paddle lead favored to the right. The procedure was done with the patient under general anesthesia, so intraoperative testing was not conducted. Post-operatively, the patient did not have any left-sided coverage (stimulation is all on the right). Surgical intervention will be undertaken to reposition the patient's lead; however, a date for the procedure has not been set.